Event description:
It was reported that the pump touch screen was unresponsive by the customer through a text message. There was no reported impact on the customer's blood glucose level. The customer declined follow-up from technical support, and no additional information regarding the outcome of the event was provided.